Event description:
It has been reported to philips that during an elective bilateral extracranial neuro embolization procedure, the allura device was unable to perform exposure. Patient was under ga (general anesthesia) and a microcatheter with particle embolic was in use. Fluoroscopic imaging was still available, however exposure function was not due to an ongoing disc space issue. The procedure was completed using the allura device. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the device for fluoroscopic imaging was still available; however, the higher equipment functions needed were unavailable. The philips engineer mentions that the customer has only an ¿assist¿ contract with philips. Since the customer never placed a call with philips about this issue, the complaint has been coded and is closed, and no service has been provided from philips. To date, no further information has been received. These codes were updated based on investigation outcome.